Manufacturer narrative:
The device serial number is unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that battery failed right out of the box. There was no patient involvement.

Manufacturer narrative:
(B)(4). On (B)(6) 2018. The customer reported that battery failed right out of the box. And was not being used for treatment when the reported event occurred. No further details have been provided, or any parts returned for investigation. Therefore, a root cause could not be determined battery was not returned for investigation.